Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had been reprogrammed two days prior, and the patient complained of feeling short of breath since then. The device was later explanted and replaced. No patient complications have been reported as a result of this event.